Manufacturer narrative:
The actual device was returned for evaluation, and pictures were provided as well. It is clear from both pictures and evaluation of the device that product was caught in the seal, preventing a proper seal. There are many potential reasons why this may have happened, including a malfunctioning protrusion detection or product not being loaded properly or air flow lifting light weight products out of the pocket during the sealing process. In addition, operators inspecting the line should catch this defect and remove it, but that is a manual process and human error may have contributed. The root cause is manufacturing error, potentially including operator error. This should be considered the final report. If any additional relevant information is identified, it will be submitted in a supplemental report.

Event description:
Complainant alleges "sterilize failure".